Manufacturer narrative:
Summary of evaluation: the evaluation results would suggest that this event would not be associated with the device but rather would be attributed to user technique.

Event description:
"The drill does not exit". There was no adverse consequence to the pt or delay in surgical or anesthesia time.